Manufacturer narrative:
Final analysis found an intermittent short circuit in the telemetry coil causing loss of telemetry. The short circuit causing loss of telemetry was observed at temperatures below 50 degrees celsius. At a temperature of 50 degrees celsius, the short circuit was lost and the device could be interrogated. The short circuit in the telemetry coil was lost when the coil was removed from the circuit.

Event description:
It was reported that telemetry could not be established with the device.